Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with complaints of small lumps around the pocket. A pocket revision surgery was completed on (B)(6) 2020.

Event description:
New information revealed the patient was stable throughout and following the procedure.